Manufacturer narrative:
(B)(4). Device not returned for evaluation.

Event description:
Four leads had to be removed from the pt because of infection. Two of the leads that were implanted in 1989 were capped. On (B)(6) 2014, the physician used a 14 fr spectranetics laser and a 16 fr spectranetics laser. The right ventricle lead was removed, but damaged the leaflet out of the valve. The physician tried to remove the other 3 leads, but could not due to calcium. At this point the physician abandoned the procedure and rescheduled for (B)(6) 2014, the cardiovascular surgeon and electrophysiologist decided to open the chest to repair the valve leaflet. After the heart was exposed and prepped for the extraction, the electrophysiologist used a cook 11 fr evolution rl and an 11 fr steady sheath. All 3 leads were successfully removed. At this point, they looked at the pressures on the monitor and they were stable. The surgeon then noticed 2 small tears. One tear was in the innominate vein and the other was in superior vena cava /right atrium junction. He then stitched the two tears and fixed the leaflet. At this point the pt was stable and he closed the chest.